Event description:
A malfunction of the pump was reported by a distributor in sweden. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged for a replacement pump to be sent, and the customer planned to use multiple daily injections as backup therapy. The customer was instructed to return the malfunctioning pump using a pre-paid label and to place the pump in storage mode before returning it.